Manufacturer narrative:
Author: kriton-ioannis roukas, konstantinos lampropoulos, anastasios salachas. Journal: indian heart journal. Year: 2016. Issue: 6 8 ( 2 0 1 6 ) s 7 7 ¿ s 7 8 title of article: coronary artery dissection after the use of the thrombus aspiration catheter in anterior st-elevation myocardial I nfarction. Ref: dx.doi.org/10.1016/j.ihj.2016.01.021 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A (B)(6) female patient was admitted with anterior st-elevation myocardial infarction for primary percutaneous coronary intervention. The coronary angiogram revealed a subtotal occlusion of the left anterior descending artery. The lad was wired with a non-medtronic pttm2 light support guidewire distal to the lesion and a 6f export aspiration catheter was advanced to aspirate any remaining thrombus without any resistance. The injection of contrast subsequently revealed a spiral dissection from the proximal site of lesion to the distal one. The total length of the dissected segment was sealed with four zotarolimus-eluting stents (two 3.0x 30mm, one 3.5x16 mm and one 2.75x16 mm) without any delay because the patient was unstable. Final angiographic result showed no residual stenosis or dissection and a timi grade iii flow. In this case, the physician believes that due to high suction pressure, the catheter aspiration device in contact with the dissected wall may have induced a stripping of the intima-media layer, which led in a coronary artery dissection. Another possible cause for coronary artery dissection could be the rupture of minor plaques with or without spasm. No ivus was available, so dissection related to device is postulated rather than evidence based.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.